Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), following the first deployment with unsatisfactory measurement data, recapture of the ipg into the delivery system was attempted for second deployment, but the shaft on the ¿hand side¿ of the device cup of the delivery system had a kink and became unable to be formed properly. The delivery system and ipg were removed from the patient's body. The delivery system was cooled in saline solution and checked, but nonetheless it did not return to the original shape. No patient complications have been reported as a result of this event.